Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-16762. During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) leads. Furthermore, insulation damage is suspected on both the rv and ra leads, but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise observed on the right atrial (ra) lead resulted in false automatic mode switch episodes. The right ventricular (rv) and ra leads were both capped and replaced by a leadless pacemaker to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.